Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported frequent low blood glucose (bg) after receiving a replacement pump, despite only eating two meals per day. A supply change with teflon was completed, and current blood glucose (bg) was above 160 mg/dl, with 90% time in range. The most recent low bg occurred on (B)(6) 2025 at bg of 61 mg/dl following a correction bolus, which was treated with lemonade. The agent advised reaching out to a healthcare provider or trainer for settings review, but the user declined. The user's lowest blood glucose (bg) recorded was 61 mg/dl. No symptoms or medical intervention were reported during the event.